Event description:
2025-07-30 (B)(4) (rep) information was received from a company representative regarding an external device. The company representative reported that they continue to encounter issues when programming pumps where they will have a session open and when they go to update the pump it will show "connection interrupted" with service code 338. The caller stated that he will always close out of the synchromed app after use and this issue continues to happen, typically during refills or at pump implants. This results in the user being required to re-enter all programming details that had been entered.

Manufacturer narrative:
Continuation of d10: product ID: a810, lot#serial#: unknown, implanted: explanted: product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative regarding an external device. The company representative reported that they continue to encounter issues when programming pumps where they will have a session open and when they go to update the pump it will show "connection interrupted" with service code 338. The caller stated that he will always close out of the synchromed app after use and this issue continues to happen, typically during refills or at pump implants. This results in the user being required to re-enter all programming details that had been entered.

Manufacturer narrative:
B5 corrected information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.